Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had displayed a remaining battery longevity of six months during a routine device check. End of life (eol) was declared at approximately three months after that device check. Boston scientific technical services (ts) discussed that the pacemaker might have triggered elective replacement time (ert) shortly after the device was checked. Furthermore, the device might have actually displayed a remaining longevity of less than half a year, and that the ert declaration to end of life (eol) might be exactly 90 days as expected. Ts however advised to have the device analyzed in the laboratory to gain confirmation. This pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.